Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced a hypoglycemia. Customer blood glucose level was 40 mg/dl. Auto mode feature was unknown at the time of event. No further patient complication were reported.